Event description:
It was reported that prior to starting a da vinci si surgical procedure, the permanent cautery hook instrument was not recognized by the system. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode as the instrument passed recognition and engagement testing on an in-house is3000 system. The pogo pins did not stick and were not contaminated. The instrument also passed dallas chip program verification. Failure analysis investigation also found that the yaw pulley had a boss feature broken off on the conductor wire side. The boss feature engages with a hole in the distal clevis. The conductor cap moved within the distal clevis, as a result of the damage. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's yaw pulley, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.